Manufacturer narrative:
Additional initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, no fiber optic arterial waveform appeared on the console. The screen of console displayed transducer instead of fiber-optics. Two different consoles were tried. The fiber optic plug was inserted multiple times as the customer attempted to get an image. The same balloon was used to continue intra-aortic balloon (iab) therapy and transduced the fluid lumen. There was no reported injury to the patient.